Event description:
Please be advised that while investigating an event involving one of our products, biosense webster, inc noted a potential adverse event regarding a non-biosense webster, inc product. During an atrial fibrillation case, the physician performed a transseptal puncture and he realized there was a pericardial effusion. They stopped the procedure and drained the blood in excess. They stabilized the patient without the need of surgery. During the moment of the pericardial effusion the physician was not using johnson & johnson products, he was using a brk needle and an agilis steerable sheath. The physician was using carto3 system to help him with the transseptal with univu module. Some minutes before the effusion, he was able to go transseptal to the left atrium with the stsf ablation catheter with a zero fluoro approach but he wasn't able to follow with agilis sheath. He came back to the right atrium and tried again the transseptal procedure with fluoroscopy and it was at that point he caused the effusion. Was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Unknown. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences: yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Pericardial effusion. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown. (B)(4). Device property of: none. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.